Manufacturer narrative:
Investigation found that user unintentionally shut down the system during the procedure. Spectrum medical ltd has considered this potential use error in improvements to the software, which prevents shutdown commands while the pump is active.

Event description:
User reported system screens went blank and pump stopped. There was no patient harm.